Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition unknown

Event description:
Pegasus study: subject (B)(6). Per patient's daughter, he died on (B)(6) 2023. She believes he had a pulmonary embolism but there is no record in his medical chart. Relatedness has not been assessed by the investigator yet. Subject was implanted on (B)(6) 2023. No intraoperative adverse events.